Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. The sample was received with the safety mechanism engaged and usage residues were observed throughout the sample. The coiled section of the guidewire was elongated. A break was evident in the inner core wire. The distal core wire fragment was not returned for evaluation. Microscopic inspection of the break in the core wire revealed a partially granular surface with regions of increased luster. The wire exhibited curved shape memory in the vicinity of the break. Inspection of the break in the coil wire revealed a granular fracture surface and necking in the vicinity of the break. Inspection of the needle revealed deformation along the proximal edge of the bevel. The core wire fracture features were consistent with damage initiated by contact with a hard edge. The needle bevel damage suggested that contact between the wire and the needle bevel initiated the break in the core wire. The coil wire break features were consistent with tensile failure. It appeared that during device insertion, the wire was withdrawn against the needle bevel in a way that caused the needle to partially shear the wire. A lot history review (lhr) of recn1869 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide wire looked stripped. No additional information provided.